Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure was completed, atrial pacing failure and high atrial lead thresholds were observed. The patient presented with decreasing blood pressure, a decreased level of consciousness, palpitations and chest discomfort. Cardiac perforation with cardiac tamponade and pericardial effusion was diagnosed. Pericardial puncture was performed the following day, the effusion was drained and the lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.